Manufacturer narrative:
Per the t:slim user guide: use only single-use disposable cartridges. Failure to do so may result in over-infusion or under-infusion and may cause serious injury or death. Insulin should be at room temperature before filling cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing inaccurate fill estimates. The customer's blood glucose (bg) level ranged from 205-300s mg/dl and a bolus was delivered to address the bg level. Reportedly, the customer had been using cold insulin to fill the cartridges and the cartridges have been reused/refilled. Tandem technical support informed the customer that per labeling, room temperature insulin was to be used for filling the cartridges and the cartridges were for single use. The customer acknowledged the information.